Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000123783.

Event description:
Related manufacturer reference number 3006705815-2023-05937. It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. X-rays showed that the left lead was fractured, and patient experienced ineffective therapy. Surgical intervention is pending to address the issue. The investigation was unable to determine the lead that was fractured.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg and lead were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.